Event description:
Patient initially instrumented with denali and wellex. Set screw loosened proximately 3 months post-op and patient revised. Patient reportedly sustained multiple falls and developed an infection. One pedicle screw and set screw were removed secondary to the infection. Cement injected. Another set screw removed secondary to loosening after the surgery.

Manufacturer narrative:
The patient had a multitude of issues (reportedly including set screw loosening, cage migration, falls and infection) commencing 3 months following the initial surgery. It was reported that the subject set screw became loose after a subsequent surgery and it was replaced. The set screw was examined both visually and microscopically. The set screw did not exhibit uniform damage about the center of the set screw, which is typically seen when a set screw is properly locked down. The manufacturing and inspection records were reviewed and no discrepancies were found. The patient will continue to be monitored.